Event description:
It was reported that a patient underwent perineal laceration repair following vaginal birth and suture was used. The resident was using the suture on a CT-1. When suturing, the suture separated from the needle. That suture was no longer used and a second suture of the same type was used. The same fault occurred, and new suture was then used without incidence. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This medwatch report is in response to receipt of a voluntary medwatch report: (B)(4). Related events captured via 2210968-2022-10434.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/19/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * what is the lot number? Unfortunately, the lot# is not available.